Manufacturer narrative:
(B)(4). Initial procedure conducted by mr chris dodd revision conducted by prof andrew price. This follow-up report is being submitted to relay additional information. As the product has not been received, the investigation was limited to the information provided. In addition, we have not been provided with x-rays or any supporting documentation which could provide additional information. A review of the manufacturing history records could not be performed as item number and lot number is unknown. A review of the complaint database could not be performed as item number is unavailable. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a partial knee arthroplasty on an unknown date. Subsequently, a revision procedure due to dislocation was performed.